Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 477 mg/dl at the time of incident. The current blood glucose level was 127 mg/dl. The other relevant blood glucose level was 133 mg/dl, 192 mg/dl, 199 mg/dl, 359 mg/dl and 168 mg/dl. The customer treated with manual injection. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.